Manufacturer narrative:
This report is submitted on march 19, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to skin breakdown. Recipient was not re-implanted due to poor health at (B)(6).

Manufacturer narrative:
Per the clinic, the patient experienced an extrusion of the implant with infection present (specific date not reported). The patient was treated with oral antibiotics (specific date and duration not reported). This report is submitted on may 09, 2022.

Manufacturer narrative:
This report is submitted on may 27, 2022.